Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, accuracy testing, a review of labeling, and a review of historical data. A review of customer complaints was performed but did not identify any similar issues. Patient returns were not available for evaluation. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 00715g000. All replicates met acceptance criteria and the testing passed. Patient medians pulled from abbottlink do not show a shift up nor do the customer's medians appear different from other (B)(6) customers or elevated when compared to the worldwide median. A review of labeling was performed and it showed that the customer issue is adequately addressed. A deficiency was not identified. This evaluation has determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they conducted a study of ipth on their architect analyzers, which generated results 25-35% higher than two other sites ((B)(4)). There was no reported impact to patient management. There was no additional patient information provided. The summary of results below are as follows - (B)(4) (B)(6).

Manufacturer narrative:
On (B)(6) 2016 an error was found.